Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead threshold had increased and sensing had decreased. The physician noted the rv lead position had changed and the patient was experiencing intermittent symptoms of pacemaker syndrome. A revision procedure was performed where the rv lead was surgically abandoned and replaced.